Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01/09/2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a new arrived device, checked in warehouse, found screen dysfunction. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 08may19. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2018-02726 was submitted.